Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a hardware failure error had occurred on full-height drawer 5, which did not open when prompted. During a visual inspection, the field service engineer (fse) observed that the light emitting diode indicator was not illuminated and that the black latch insert was missing its magnet and it was replaced. The hardware test application was run, and the final test was completed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer would not open, and recovery was attempted without success. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.